Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 8021545-2026-00097. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Manufacturer narrative:
Initial and final MDR 2524941- MDR 8021545-2026-00099. Device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient noticed infusion set box tampered. Patient reported packaging was not sealed properly, indicating compromised packaging integrity. No further information available.